Manufacturer narrative:
Visual examination of the returned used device found the suture hook broken off at the tip. Broken piece was not returned. It is suspected that the device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Additionally, the user is advised to not exceed five (5) procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6370 spectrum ii suture hook, medium crescent was being used on approximately on (B)(6) 2022 and ¿the crescent broke off in the rotator cuff. X-ray was called in an the tip was retrieved from the patient. 10 minute delay in the case. No harm to the patient.¿ there was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6370 spectrum ii suture hook, medium crescent was being used on approximately (B)(6) 2022 and ¿the crescent broke off in the rotator cuff. X-ray was called in an the tip was retrieved from the patient. 10 minute delay in the case. No harm to the patient.¿ there was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.